Event description:
It was reported that (1) 355ld was used during an unknown procedure. It was reported by the rep that the plastic tip will not retract to allow trocar to penetrate abdomen. Opened another device to complete the case. There was no consequence to pt.